Manufacturer narrative:
H.6. Investigation summary: bd had not received samples, but three (3) photos were provided by the customer for investigation. The defect of damaged (tubing) as stated, was not confirmed. Instead, the investigation has confirmed the extension tubing has adhesive in the area below the luer adapter. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product. Bd has initiated further root cause investigation relating to the issue of damaged through a corrective and preventive action (CAPA) 1172284. H3 other text : see h.10.

Event description:
It was reported that bd vacutainer® push button blood collection set failed to contain blood or medication. The following information was provided by the initial reporter: "the customer found that the tubing was partly damaged. Bd is required to replace the complaint product and submit a closure letter about the cause(s)."

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that bd vacutainer push button blood collection set failed to contain blood or medication. The following information was provided by the initial reporter: "the customer found that the tubing was partly damaged. Bd is required to replace the complaint product and submit a closure letter about the cause(s)."